Manufacturer narrative:
(B)(4). Jaw/cam the following information was requested, but unavailable: the analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence, the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch #: g9l62m; mfg date: 10/05/2010; exp date: 01/16/2011.

Event description:
It was reported that the devices were received with a note on the box stating they malfunctioned. They did not work properly. No other details of the event are available. No patient impact reported.